Event description:
Physician was using the microdebrider on an endoscopic sinus surgery. When it was time to use the microdebrider it would not function. Physician determined that he could not do the procedure without the microdebrider. He cancelled the case. Pt was awaken from anesthesia and taken to the recovery room.